Manufacturer narrative:
It was reported to abbott that during the patient¿s trial lead implant procedure the patient experienced a cerebral spinal fluid leak. The patient leads were explanted. The results of the investigation are inconclusive since the leads were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-13350. It was reported the patient had fluid coming from the lead site. As a result surgical intervention was undertaken to explant the leads. During the procedure it was noted the patient had a csf leak causing the issue. Surgical intervention resolved the issue.